Event description:
It was reported that the "off/on" switches on the lower display screen of the external pulse generator were intermittent. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the battery drawer was broken, and the keyboard pad was contaminated. (B)(4).